Event description:
It was reported that, during preparation of the procedure, there was a fiber breakage. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported fiber breakage. The fiber returned in one piece and analysis did not identify any anomaly. The fiber measured 298.5 cm. The fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. Burned marks on the connector face were observed. When connecting the fiber to the console, the console read: treatments used: 0 treatments left: 1. Burned marks on a connector face can be caused by prolonged use of the device. In addition, the aim beam can become misaligned and may overheat the connector. It is likely that the interaction between the fiber and the console may have led to the connector overheating causing the observed burned marks. According to the device instruction for use (IFU), the IFU instructs the user to: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the analysis result and information available, there was no fiber breakage found during analysis, and the procedure was completed without patient complications. The information reasonably suggests that the identified burned marks on the connector face are unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during preparation of the procedure, there was a fiber breakage. The procedure was completed using another fiber without patient complications.